Event description:
In 2008, the lay user/patient's grandmother contacted lifescan (lfs) alleging there were black marks on the pt's onetouch ultralink meter's display. The medical affairs specialist (mas) spoke with the reporter on 10/28/2008 and obtained the following info. The pt's grandmother reported that the alleged issue began at approx 3:30pm on original date, the same day lfs was contacted. Since the pt was unable to test with the subject meter, the reporter stated the pt immediately tested with his onetouch ultra meter and obtained a reading of "288 mg/dl", of which he then manually entered into his pump for a bolus. The reporter confirmed that the pt did not develop symptoms prior to, during, or after the alleged display issue began. Replacement products were sent to the pt. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.